Event description:
Event 1: there was a temperature sensor error with the ablation catheter after placement into the patient. The catheter was removed and replaced without incident or harm. Event 2 same product ID's and lot: there was a sensor error with an ablation catheter after placement into the patient. The catheter was removed and replaced without incident or harm.